Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. The instrument was received partially fired with eleven clips remaining. Visual inspection of the instrument noted that one of the jaw legs was out of position. The cam on the jaw leg was not aligned with the driver. Functionally, the jaw leg was reset by aligning the cam with the driver. The instrument was then applied to test media. The remaining clips loaded into the jaws, formed properly, released from the jaws and remained securely attached to test media. The interlock engaged after all clips were dispensed to prevent the jaws from approximating. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the disengaged jaw cam condition may occur when one of the jaws legs gets forcefully pulled outward away from the center line of the shaft. The noted jaw cam disengagement impedes functionality of the jaws, possibly resulting in clip malformation and/or difficulty removing the instrument from a trocar. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. The clip applier device was being used for clipping the cystic artery. The surgeon was not able to squeeze the handle when the issue occurred and the jaws were not able to be closed. There were issues experienced with the loading or firing of the clips. No clips were able to load properly into the jaws. One clip fired incorrectly and stayed in the patient's cavity. In order to resolve the issue and complete the case, used a new clip applier. There was no patient harm.